Event description:
According to the reporter, during a breast enlargement procedure, the device had a malfunction and caused a one-milimeter first degree burn to the patient. Excision was done to treat the burned part. It was noted that the sheath of the shaft of the device was damaged. The procedure was completed with precaution with the use of the same device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the device had a malfunction and causes one milimeter first degree burn to the patient. Excision was done to treat the burned part. The procedure was completed with precaution with the use of the same device.

Manufacturer narrative:
Evaluation summary: ninety-one devices were received for evaluation. The returned product met specification as received. Visual inspection found no defects. All of the returned product was still sealed in the sterile packages. The reported conditions could not be confirmed. The investigation found all of the returned product was sealed in the sterile packages. No incident device was returned. The customer is advised to return the incident devices so a complete evaluation can be performed. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, before use, examine the electrosurgical unit and accessories for defects. Do not use cables or accessories with damaged (cracked, burned, or taped) insulation or connectors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The returned product did not meet specification as received. Photo inspection found the blue heat insulation to have mechanical damage sites on three different devices. Two of the devices had a hole in the insulation, exposing the metal. The reported conditions could not be confirmed. The investigation found several mechanical damage sites along the blue insulation, probably due to the possibility that the electrode had been grasped and twisted by a metal object or had come into contact with a sharp object. There was also charring around two holes in the insulation. Electrodes are 100% inspected prior to shipment. The damage to the blue insulation indicates the device was mishandled. The investigation identified the root cause of the reported event to be attributed to user handling damage. The IFU states, before use, examine the electrosurgical unit and accessories for defects. Do not use cables or accessories with damaged (cracked, burned, or taped) insulation or connectors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the device had a malfunction and causes one milimeter first degree burn to the patient. Excision was done to treat the burned part.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during breast enlargement procedure, the device had a malfunction and causes some burn to the patient.